Event description:
It was reported that pump displayed non-resettable malfunction alarm code 12 following unspecified notable event, and caller declined to provide information about any impact on blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while cts arranged replacement pump, confirmed shipping address, and instructed caller to place malfunctioning pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return faulty pump using prepaid label within 10 days, which caller understood and acknowledged.